Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when investigation is completed.

Event description:
It was reported that a spectrum pump under infused magnesium sulfate to a patient. The patient stated that "she didn't feel flush like she had when she received the medication the first time". The primary nurse stated that the infusion was started at 8:47 programmed 2gm/hr (50mg/hr), and at 17:30, it was discovered that the IV container was still full. The customer noticed that the pump was programmed correctly, however was infusing slower than intended. A small portion of the IV tubing was observed to be completely flat, and when the tubing was changed, the infusion was delivered as expected. The patient received a caesarean section due to an infection. It was noted that the patient did not have advanced dilation. The nurse mgr confirmed that the magnesium infusion was given for neuroprotection due to prematurity, and is unaware of any other symptoms. There was no negative outcome at the time of delivery.